Event description:
Customer reported to beckman coulter, inc. (Bec) that false positive rheumatoid factor (rf) results were generated when rf reagent lot m007630 was used. Customer reported that the rf patient results were generated using the immage 800 immunochemistry system. Customer indicated they were not able to provide the patient results because the results were computerized management only. Customer indicated they could not print the results. Customer reported that the erroneous results were not reported outside the laboratory. Customer reported that patient treatment was not altered based on the erroneous results. Customer indicated that confirmatory testing was done on the samples. Customer did not provide the confirmatory testing results. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that the issue was resolved by adjusting the slope of the calibration curve in the instrument to restore the reference range to <20 iu/ml for normal samples.

Manufacturer narrative:
(B)(4).